Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, it is suggested that the user facility review the method of handing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video connector label of the endoeye flex deflectable videoscope peeled off. There was no report of patient harm. The device was returned, evaluated and it was found that the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the label on the video connector was peeled. In addition to the adhesive around the objective lens being peeled, it was also found that the adhesive on the bending section cover had a chip, and the video connector had a crack. Lastly, there were scratches on the bending section cover, the light guide cover glass, and the video cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.